Event description:
It is reported that the patient can feel the screws backing our of the plate on her ankle.

Manufacturer narrative:
Evaluation summary: x-rays were not provided for review. Lot number is also unknown. According to available information at the time of this review, a reoperation had not been performed to remove the backed out screws. It is possible that insufficient insertion torque was used while setting the screws. Cause cannot be definitely determined. Evaluation: review of the device history records was not possible as the product and/ or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.